Manufacturer narrative:
(B)(4). One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional analysis revealed that the aiming beam was round and weak with effective transmission of 39%, this indicated a clean fiber break within the connector. The condition of the return device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a shockwave lithotripsy and cysto stent removal procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the aiming beam of the laser fiber was tested and failed three times. The testing results were 40%, 58% and 62%. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.